Event description:
The rn alleged, the pt rolled to left side of the bed and tried to sit up holding onto the left lower rail when the rail fell down and the pt lost her balance. The pt hit her head on the bedside table while falling to the floor. The pt was injured in the fall receiving a laceration on her forehead, nose and left cheek and a mild displaced nasal fracture. The pt was treated using derma bond to the lacerations and was given an EKG, cbc, bmp, CT head, CT maxilla plus facial area. Pt has a history of hyperglycemia, anemia and dementia.

Manufacturer narrative:
The tech tested the operation of the bed siderail and found it was working properly.